Manufacturer narrative:
Additional evaluation findings: corrective actions were implemented for the quality plan opened by integra tullamore to investigate 00mlx power supply and lamp failures. It was confirmed that the specified kilovolt trigger from the power supply unit (psu) was less than minimum required by the lamp. The psu was replaced with an alternative psu which was compatible with lamp. No post corrective action failures have been identified.

Event description:
N/a.

Event description:
It was reported that the light of the mlx 300w xenon lightsource (00mlx) does not turn on and the fuses were blown. There was no patient involvement; thus, injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: this described failure has been addressed by quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Root causes were determined, and corrective actions were implemented. Service and repair noted that this unit required a power supply unit (psu) upgrade and fuse replacement. Evaluation and functional testing were performed, and the unit passed all tests.